Event description:
Device 2 of 2 reference MFR. Report# 1627487-2019-03183. It was reported that during and ipg replacement (reference 1627487-2019-03186) the procedure was extended due to the scar tissue being built up. The physician was able to get the leads out of the scar tissue and into the pocket. Was extended by 30 minutes. Effective therapy was established post-op.